Event description:
The facility representative reported a flo-gard infusion pump with failure code f-63. This condition was found upon power up of the device in the delivery room. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "failure 63" was confirmed during evaluation. The cause of the reported problem was due to defective sensor board. There were no repairs/upgrades performed on the device since it is a stay in unit. Should additional information become available, a follow-up medwatch will be submitted.